Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a revision surgery to replace pedicle screws which broke because of a patient fall, a 6.25 x 50mm pedicle screw was removed and replaced with a 7.5 x 60mm screw. At the point when the replacement screw was installed with about 5mm of threading to go before being properly positioned, the screw became stuck and wouldn't advance any further. In an attempt to back it out, the screw shaft broke such that the head detached and the majority of the threaded shaft remained within the bone. Instrumentation was used to remove the remaining threaded shaft from the patient. This caused about an hour delay to the procedure. There are no reports of an injury sustained as a result of this delay.